Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the power manager resistance across r186, r159 and r122 to fail using a multimeter to measure the values. The resistors were open which was not within specification.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the unit had been kept in the distribution warehouse in the original carton. While preparing to deliver the device to the medical facility, a noise was heard inside the carton and it was discovered that the unit had automatically powered on while the power switch was in the off position. The battery was checked and observed that it was not charging and did not switch to alternating current (ac) power. The subsidiary suspected the power manager board to be the cause of the problem and replaced the power manager board.

Event description:
Upon receipt of the device, the user reported that unit automatically powered on without charging or being connected to a power source. There was no patient involvement.